Event description:
It is reported that the device was implanted in early 2009 and that the patient was revised the following month, due to fall in which the cup dislodged.

Manufacturer narrative:
Eval summary: since x-rays were not returned for eval, it is difficult to tell if the peri-prosthetic fracture and cup loosening occurred simultaneously during the same fall. However, due to the info regarding amount of bone grafting and screw placement needed to initially fixate the stem, it is likely that the patient's poor bone stock could not withstand the fall which caused the cup to dislodge as well as the peri-prosthetic fracture. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.